Event description:
New information received noted that the patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. Interrogation of the pulse generator prior to the procedure noted that the right ventricular (rv) lead had high capture threshold measurements. The lead was capped and replaced on (B)(6) 2023. Patient status was unknown.